Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has communication error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has communication error.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11. Corrected fields: d4 UDI. A getinge field service engineer (fse) confirmed found code 124 in logs but could not reproduce alarm. Fse replaced drive manifold assembly and solenoid driver board and pressure transducer. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. There was a patient involvement but harm was unknown.